Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) external shocks were required as the patient's arrhythmia would return shortly after being converted and therapy had been exhausted. Device interrogation revealed a code 1005, indicating an open circuit condition. At this time, this device remains in service and there was no additional adverse patient effects reported. Additional information was obtained; this implantable cardioverter defibrillator (ICD) was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) external shocks were required as the patient's arrhythmia would return shortly after being converted and therapy had been exhausted. Device interrogation revealed a code 1005, indicating an open circuit condition. At this time, this device remains in service and there were no additional adverse patient effects reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) external shocks were required as the patient's arrhythmia would return shortly after being converted and therapy had been exhausted. Device interrogation revealed a code 1005, indicating an open circuit condition. At this time, this device remains in service and there was no additional adverse patient effects reported. Additional information was obtained; this implantable cardioverter defibrillator (ICD) was explanted and replaced.